Event description:
Reporter stated that pt obtained blood glucose results of 62 mg/dl, 111 mg/dl, 121 mg/dl, and 103 mg/dl, within 10 minutes, on the aviva system. No adverse event associated with the alleged malfunction was reported. The MFR requested the return of the suspect product for eval.